Event description:
It was reported that the battery longevity of this implantable pacemaker decreased significantly. Data was sent for engineering analysis. Analysis showed that the device was depleting abnormally. This device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation was performed. It was determined the device did not meet longevity expectations. Next, the device case was removed and internal visual inspection noted no irregularities. An external power source was connected to the device and internal measurements noted a high current drain. Further detailed testing isolated the problem to a degraded tantalum capacitor that prematurely depleted the battery.

Event description:
It was reported that the battery longevity of this implantable pacemaker decreased significantly. Data was sent for engineering analysis. Analysis showed that the device was depleting abnormally. This device was explanted and successfully replaced. No additional adverse patient effects were reported.